Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Customer attempted to address their bg by consuming glucose tablets; however later required assistance from their spouse by providing carbohydrates and monitoring their bg level. The customer was instructed to consult with healthcare provider regarding bg level.